Event description:
Caller symptoms of hypoglycemia with an aviva system blood glucose result of 49 mg/dl. Customer passed out, his children found him and called paramedics paramedic's system result about 30 minutes later was 58 mg/dl, aviva result was 130 within 10 minutes. Customer was given three tubes of glucose, ate a peanut butter sandwich, and drank a glass of milk. Customer advised by the time paramedics left at 11:20 their meter gave a reading of 154 mg/dl. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.